Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 10-oct-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient receiving hydromorphone ¿8000 mg/ml at 2501.4 mg/day¿ and bupivacaine ¿18 mg/ml at 5.625 mg/day¿ via an implanted pump. The indication for pump use was non-malignant pain. On (B)(6) 2019 it was reported that the patient had complained of not getting efficacy for a while now (date asked but it was unknown by the reporter), so they performed a catheter dye study about 2 weeks ago. The hcp was not able to aspirate, so they scheduled a catheter revision for today. During the procedure, the catheter was found to be kinked. No further complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 30-dec-2019 from a healthcare professional (hcp) via a company representative who reported that the patient first began to experience the lack of efficacy in (B)(6) 2019. During the catheter revision on (B)(6) 2019, the kinked portion of the catheter was removed, and a new segment was added. No further complications were reported/anticipated.